Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right atrial lead (ra) exhibited a failure to capture and undersensing. The physician decided to reposition the lead. The patient was discharged post procedure.